Manufacturer narrative:
Vyaire medical file identification: (B)(4). The device was not returned for further evaluation; therefore, a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, it was advised to the customer to check his connections and try to run the oxygen (o2) inlet calibration. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."

Event description:
It was reported to vyaire medical that the avea ventilator gives vent inoperable alarm after changing the oxygen (o2) sensor cable. At this time, there was no information regarding patient associated with the reported event.